Event description:
On august 18, 2024, senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
On august 18th, 2024, the user reported that the sensor readings were different from glucometer measurements. The case was escalated to the next level of support for additional review, and a sensor replacement was approved due to the deviation in the system performance. The sensor was returned for further investigation, and upon receipt, a visual inspection was performed, and no anomalies were observed.a review of the data management system (dms) revealed that the sensor data showed a depressed signal and reference channel during that time frame. The potential root cause for the reported failure mode may be related to an issue with the in vivo state of the sensor hydrogel, such as the hydrogel interface being interfered with coagulated blood at the insertion site from the insertion procedure.as part of resolution, the RMA was authorized for sensor replacement. B4. Date of this report updated to 15 november 2024. D9 device available for evaluation? Yes, device received on 09/03/2024. G3 date received by the manufacturer ?10 november 2024. H3. Device evaluated by manufacturer? No. H6. Type of investigation updated to 10 h6. Investigation findings updated to 3231 h6. Investigation conclusions updated to 4307.